Event description:
It was reported that a device detachment occurred. A left atrial appendage (laa) closure procedure was performed using two 24mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). During advancement of the wds through the was, it was observed via transesophageal echocardiogram (tee) that the closure device was distal to the wds and had detached from the core wire. The closure device was removed from the patient and the procedure was successfully completed with a new 24mm closure device and wds. No patient complications were reported.

Manufacturer narrative:
Device technical analysis the returned product consisted of a watchman flx delivery system (wds) with the implant sheathed and attached to the core wire. The sheath, hub, core wire, device tip, and implant were visually and microscopically examined. Numerous kinks were identified along the length of the sheath and abrasions were present inside the distal end of the sheath tip. The core wire was kinked 2cm from the distal end of the device. During functional testing the implant was successfully threaded and unthreaded from the core wire without resistance and released from the core wire without issue. Product analysis could not confirm the reported event of device recapture difficulty as clinical circumstances could not be replicated.

Event description:
It was reported that a device detachment occurred. A left atrial appendage (laa) closure procedure was performed using two 24mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). During advancement of the wds through the was, it was observed via transesophageal echocardiogram (tee) that the closure device was distal to the wds and had detached from the core wire. The closure device was removed from the patient and the procedure was successfully completed with a new 24mm closure device and wds. No patient complications were reported.